Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information that customer was unable to complete the load process. Customer reported her blood glucose (bg) level was low (60 mg/dl) at the time of event because the customer had not eaten. The customer ate a banana to elevate bgs. During the call with tandem technical support, the customer was able to successfully complete the load process.